Manufacturer narrative:
Product ID: 3889-28, lot# v779379, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that patient wanted their implantable device removed because it was not working anymore. No further information was reported. Further follow up is being conducted to obtain additional information.